Event description:
Allergic reaction to the medication [allergic reaction]. Case narrative: initial information received on 19-jun-2019 regarding an unsolicited valid serious case from health authorities of united states from other healthcare professional. This case involves a patient (unknown demographics) who after unknown latency experienced allergic reaction to the medication, while receiving treatment with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route, at a dose of 16mg/2 ml (frequency, lot number: unknown) for an unknown indication. Information on batch number was requested. On an unknown date, after unknown latency, patient experienced a serious event of allergic reaction to the medication (assessed as medically significant). Action taken: unknown. It was not reported if the patient received a corrective treatment. Outcome: unknown for allergic reaction to the medication. A product technical complaint was initiated for synvisc (lot: unknown) on 25-jun-2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation completion date was 25-jun-2019. Additional information was received on 25-jun-2019. Global ptc number and ptc results were received and text was amended accordingly.